Event description:
Drain snapped in two when surgeon was trying to remove it from a pt, leaving part of the drain still inside the pt. The remainder of drain had to be removed surgically.

Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation. Without the product sample a complete investigation cannot be performed. As no lot number was reported, the device history record (DHR) could not be reviewed. Without the product sample or lot number we are unable to determine the root cause of the reported problem. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU): "drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends.